Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12) and an indigo system separator 12 (sep12). During the procedure, the physician was unable to pass the sep12 through the rotating hemostasis valve (rhv) of the cat12. Next, the technician attempted to back-load the sep12 into the rhv. However, a rubber grommet was pushed out of the rhv, causing it to leak. Therefore, the rhv was removed. The procedure was completed using a new rhv, the same cat12, and the same sep12. There was no report of an adverse effect to the patient.